Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the abbott method. Based on the data provided, the ft4 ii and ft3 iii results were discrepant. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The initial ft4 ii result from the e602 module was > 100 pmol/l. The repeat result by the abbott method was 18.0 (unit of measure not provided). The initial ft3 iii result from the e602 module was 20.52 pmol/l. The repeat result by the abbott method was 4.5 (unit of measure not provided). It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The customer suspects an interference in the sample affecting the results.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.